Event description:
Pt with this device reported driving approx 40 ft distance past an arc welder with a large generator attached and being affected. Pt "passed out" at home and was hospitalized for several days.